Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced titanium allergy from surgical implants. No allegation of device deficiency or device malfunction is associated with patient reaction. Upon removal of device it was confirmed all the implants were intact.